Manufacturer narrative:
The reported events were cardiac perforation, lead dislodgement, decreased sensing, high capture thresholds and pneumothorax. A complete lead was returned with the helix found retracted and clogged with dried blood and tissue. After cleaning, the helix could extend normally, with the helix extension length within specification. A tip stiffness test was performed and the results were within specification. The reported events of decreased sensing and high capture thresholds were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that following implant of the right ventricular (rv) lead, the patient developed a pneumothorax. During follow-up, high capture threshold and decreased sensing were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and confirmed that the rv lead was dislodged. Cardiac perforation was suspected but could not be confirmed visually. The rv lead was explanted and replaced to resolve the event. The patient was stable following the procedure.